Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:15 ; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 810:15 was discovered during a review of the event history log. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump where failure code 810:15 air in line sensor saturated for 1.0ml (infusion) or 5 seconds (stopped) occurred was confirmed during product evaluation. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.